Event description:
Boston scientific crm rec'd info that two weeks post implant, a chest x-ray confirmed that this atrial lead became dislodged. A revision procedure was performed; the lead was removed and replaced. The lead will not be returned. No adverse pt effects were noted.